Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was in the hospital in (B)(6). Customer did not have exact date and reason for hospitalization. Caller reported that customer was hospitalized overnight and was not able to see. Several unsuccessful attempts were made to contact customer for further information.